Event description:
It was reported that the patient attended clinic feeling unwell. An increase in capture threshold, loss of ventricular sensing and a decrease in r-waves were observed. Lead dislodgement was suspected. The lead was successfully repositioned. Patient condition was good.

Event description:
Additional information received indicated prior to repositioning, the patient presented to the emergency room with epigastric pain, left breast pain and rib pain.

Manufacturer narrative:
(B)(4).